Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side swollen lymph nodes, breast nodule, burning sensation, devastated, condition has worsened, "claim to be a bomb causing problems", was already worried and is not panicking about the situation, cannot sleep on the left side due to swollen lymph nodes, "an ultrasound was performed and this is only growing","lost, very afraid, sad", pain, enlarged lymph nodes, devastated, physically and emotionally very shaken. Patient also reported "joint pain, shoulder and back pain, autoimmune [not detailed]" which are not device related. The device remains implanted.